Manufacturer narrative:
Additional devices listed in this event: catalog: 4845-4-104 description: abgii. Modular stem lot: g3007908. Catalog: 4845-4-417 description: abgii modular long neck lot: g2042357. Catalog: 6570-0-136 description: delta v-40 ceramic head 36/0 lot: 79160002. Catalog: 542-11-54f description: trident psl ha cluster 54mm lot: 35047804/ at this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not returned.

Event description:
On (B)(6) 2012 was re-admitted to be subjected to surgery of: "removal of the trochanteric bag with histological and cultural examination". On (B)(6)2012 he was discharged with a diagnosis of "enthesopathy in the right hip region."